Event description:
Analysis of the handheld computer and flashcard was completed. No anomalies were noted with the handheld computer, power cord, or serial cable. The device performed per specifications. The main battery had a remaining charge of 75% at the conclusion of testing, which lasted for over an hour. Analysis of the flashcard did not reveal any anomalies, and the flashcard and databases performed per specifications.

Event description:
Reporter indicated a vns dell x5 computer with 8.0 software was having issues such as an unresponsive screen or indicating the battery is nearly depleted when actually it is not.the computer and flashcard have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.